Event description:
It was reported that the iab was inserted sheathless in the right femoral artery. Immediately after insertion, the iabp experienced helium loss alarms and stopped pumping. The iabp was re-purged several times with the same results. The iabp was exchanged with the same results. The iabp was switched back to the original one. Balloon placement was confirmed via tee. The iabp was set to 1:8 pumping ratio. It ran for 5 - 10 mins with no alarms. The iab was exchanged and the iabp set to a 1:1 ratio and ran with no further difficulty. There were no reported pt compliations.